Manufacturer narrative:
The reported event of pump module volume discrepancy file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported difficulty with documenting wasted narcotic in the nicu when using pump modules. The customer initially inquired whether bd offers the ability to lock a syringe in the alaris syringe module. The hospital has recently switched to delivering all narcotics/controlled substances in the nicu on the pump module with a lockbox because of the inability to lock these medications on the syringe module. When documenting waste there have been discrepancies between what has been delivered and the volumes wasted, sometimes as much as 20-30ml. This has involved both extra volume and missing volume. No specific event details were provided and no patient harm was reported. The customer is not alleging infusion inaccuracies. Education was provided to the reporter regarding factors such as bag overfill, possible tampering, variation in priming techniques. They have switched to ports without sets to further minimize chances of tampering/drug diversion.